Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the event was initially reported to the company rep by the provider. The issue was resolved and the patient was completely clear of symptoms once the pump info was updated. The software was the current version on the tablet.

Manufacturer narrative:
H6 codes and b1 were corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient previously receiving morphine (unknown) 1 mg/ml at 0.6 mg/day and currently receiving morphine (unknown) 5 mg/ml at 0.6 mg/day via an implantable pump for spinal pain indications. The company rep reported that the patient had a refill (B)(6) 2025 and the drug concentration was changed but not programmed. The company rep stated the patient was seen in the emergency room (ER) last night with overdose symptoms and narcan was given with improvement in overdose symptom. The patient rep stated the old drug was 1mg/ml and the new was 5mg/ml at 0.6mg/day or a flow rate 0.6ml/day to 0.12ml/day. The company rep stated a bridge should have run over 18hrs but this was not done and the pump was infusing at 0.6ml/day for 27 hrs. The company rep stated they reprogrammed a bridge bolus because of confusion with this scenario. Agent confirmed updating the pump to 5mg/ml from 1 mg/ml and not doing a bridge at this point would slow the pump down after the update to the correct flow rate.